Event description:
The customer reported that his olympus video system center was not providing an image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was no confirmed. The unit was tested with two different scopes and passed all functional tests. All video output signals and images were present. However, evaluators did find corroded video connector pins and a glue-like substance inside video connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Corrected data: type of investigation code ¿4111¿ was listed twice by mistake and should've only been listed once on the initial report. Code ¿10¿ has been provided and is the correct code that should have been used instead on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.